Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down and the ok keypad buttons were under responsive. Reportedly, there was no damage to the keypad and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: the keypad rubber was found to be undamaged and all buttons responded properly to testing. The keypad was removed for further investigation and no contamination or damage was found to the key contacts. Unrelated to the initial complaint, the battery compartment was observed to be cracked from the bumper grip down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.